Manufacturer narrative:
Checking the manufacturing charts of components involved in the event, no pre-existing anomaly was discovered on the items belonging to the same lot numbers. We will submit a final report as soon as the investigation is complete.

Event description:
Upcoming shoulder revision surgery due to early dislocation discovered in late (B)(6) 2025. The surgeon is planning on swapping out the liner and adding a spacer on the humeral implant. The surgeon does not intend on changing anything out on the humeral side. The following components were implanted on the glenoid side on (B)(6) 2025: - smr glenosphere ø 40mm (part code 1374.09.121, lot number 2432446, sterilization (B)(4)). - (B)(6) glenoid implant (part code 9617.pe.022, lot number 2431615, sterilization (B)(4)). According to the information received by the complaint source, the surgeon ended up using a third party's humeral stem during the surgery performed on (B)(6) 2025. The patient is a female, 78 years old. The event happened in the united states.